Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right atrial (ra) lead helix engagement was insufficient causing the lead to dislodge and fall into the right ventricle. The ra lead was programmed off and is scheduled to be revised. No patient complications have been reported as a result of this event.